Manufacturer narrative:
A philips service engineer went on-site the next day and confirmed that the connection between the wireless footswitch and the wireless base station had been re-established. This reconnection was made after the system was turned off overnight, and on startup, the wireless footswitch was able to connect. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-pun-011). Philips has attempted to obtain patient information. Patient information was not obtained due to privacy reasons.

Event description:
It has been reported to philips that during a vascular procedure the wireless footswitch stopped responding as the wireless connection with the base station was lost. The procedure was completed on another system. No harm to the patient has been reported to philips.

Event description:
It has been reported to philips, that during a vascular procedure. The wireless footswitch stopped responding. As the wireless connection with the base station was lost. The procedure was completed on another system. No harm to the patient has been reported to philips.

Manufacturer narrative:
A retrospective analysis of complaints revealed, that the recall (z) number was missing in the previously, submitted report. The correct recall number is z-0648-2022. Section h: recall (z) number updated.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.